Event description:
It was reported that during a percutaneous transluminal angioplasty procedure two balloon ruptures occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified superficial femoral artery (sfa). The lesion was dilated with a 4.0x30mm sterling monorail balloon and the balloon ruptured on the first inflation at 10atms after 5 seconds. The balloon was changed to a 5.0x40mm sterling monorail balloon. The 5.0x40mm balloon was inflated for the first time and ruptured at 8atms after 30 seconds. The device was successfully removed and the procedure was completed with a non bsc device. No pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
.